Manufacturer narrative:
Philips service replaced the hivo transformer and mrc tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that no x-ray due to hivo transformer failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.